Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked significant volume of solution from an unspecified location. The bag contained standard preterm parenteral nutrition (pn) solution. This was discovered while the bag was in the fridge, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 30, 2023 and july 02, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed evidence of leakage from the bag into the over pouch. The reported condition was verified on the photo samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.